Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be duplicated or confirmed and the root cause is undetermined. Unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 bd pen ndl was difficult to operate. The following information was provided by the initial reporter:   the consumer reported bruising at the injection site, it took many pushes to get the dose out and the dose knob was hard to push.